Manufacturer narrative:
Reported event: an event regarding revision involving an unknown head was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including lot details, operative and revision reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through counsel as a result of a legal claim that allegedly the patient underwent a right tha on (B)(6) 2016, and was implanted with an lfit v40 femoral head which subsequently required revision surgery on (B)(6) 2024. Stryker was made aware of this event via legal counsel.